Event description:
It was reported that, during the implant procedure of this right ventricular (rv) lead, it exhibited undersensing leading into overpacing. Subsequently, the device was optimized. Furthermore, after implant, this rv lead exhibited low amplitude leading again into undersensing and overpacing. Technical services (ts) recommended bringing the patient back to the clinic and performed x ray. Furthermore, the patient went into the clinic for a follow up. Ts reviewed the data and indicated that it has improved and is stabilized. This rv lead remains in service. No adverse patient effects were reported.